Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in the(B)(4). As reported, a patient underwent an implant of a 29mm sapien 3 valve, by transfemoral approach. During insertion of esheath, the second operator encountered resistance within the ria (right ileofemoral artery). The primary operator took control and the esheath advanced successfully. The primary operator also reported a slightly higher than normal push force as the valve was advanced through the sheath. The resistance was felt at the right iliac. The valve was deployed, with no complications. On removal of the esheath, it was noted that the distal end of the sheath had been ''torn''. There was no patient injury.as per primary operator medical opinion, root cause of the event could be operator's technique, possible torquing of the esheath during advancement. And interaction with patient's calcium.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The following visual observations were seen on the returned device: liner is fully expanded as designed. Distal tip was torn radially along liner edge and not opened along axial score line. All score lines are present. Scratches visible along distal region of shaft. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints sheath distal tip torn and resistance between system components were confirmed per evaluation of the returned device. The complaint for difficulty introducing sheath was unable to be confirmed. No manufacturing nonconformance was identified during evaluation. Review of the DHR, complaint history, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. For the complaint of difficulty introducing sheath, per the complaint description, ''during insertion of the esheath, the secondary operator encountered resistance at the ria (right ileofemoral arteries). When the primary operator took control, the esheath advanced successfully''. The patient was noted to have ''eccentric calcification'' in the access vessel. Per the training manual, ''push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification''. It is likely that the sheath met resistance when interacting with calcification in the vessel, requiring additional force to overcome. Scratches were present on the distal shaft which is indicative of interaction with calcification. Additionally, there was ''possible torquing of the esheath during advancement''. Per the training manual, ''insert slowly with continuous motion to minimize friction''. Torquing could increase the amount of friction the sheath encounters with the patient anatomy resulting in resistance. Available information suggests patient/procedural factors (calcification, torquing of the sheath) may have contributed to the complaint events. No IFU/training manual deficiencies were identified. Therefore, no corrective action nor product risk assessment (pra) escalation is required at this time. For the complaint of sheath distal tip torn, per the complaint description, ''on removal of the esheath, it was noted that the distal end of the sheath had been torn''. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a pra. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. A pra has been previously initiated to document investigation and assess associated risks for the issue. A CAPA captures process improvement activities. For the complaint of resistance between system components, per the complaint description, ''the primary operator commented on a slightly higher than normal push force as the valve was advanced through the sheath''. The patient was noted to have ''eccentric calcification'' in the access vessel. Per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. Calcification can reduce the vessel lumen diameter and may increase restriction passing the valve through these regions leading to resistance. Also similar to tortuosity, calcification can result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches were present on the distal shaft which is indicative of interaction with calcification. Available information suggests patient factors (calcification) may have contributed to the complaint event. No IFU/training manual deficiencies were identified. Therefore, no corrective action nor pra escalation is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.